Event description:
I am writing to express my deep concern regarding the adverse effects associated with high intensity focused ultrasound (hifu), which my husband, (B)(6), recently underwent. He is patient who has experienced firsthand the negative impact of this procedure, I believe it is crucial to bring to your attention the severe side effects and potential risks associated with its use. I am composing this letter on behalf of (B)(6) due to his extremely rapid decline of cognitive function and memory loss which inhibits him from being able to accurately report his side effects from the hifu procedure. Hifu was recommended to (B)(6) by his neurological healthcare provider, dr. (B)(6) at (B)(6) medical center, as a solution for bilateral tremors in his upper extremities. Despite initial assurances of safety and effectiveness, he has experienced significant adverse effects that have profoundly affected his health and well­ being. (B)(6) first procedure of his right side was completed on (B)(6) 2021, with no complications. At this time, the FDA had only approved to have one side of the brain done on patients for tremors. Due to the success of the one side, we were willing to wait for approval of the other side of the brain. Once the FDA approved of the other side, (B)(6) began the preoperative process for the other side which included, blood work, memory and cognitive testing, and mobility tests. Prior to the second procedure, (B)(6) did not have any problems with memory, mobility, comprehension, or cognitive function. The second procedure was completed on (B)(6) 2023. During this procedure, the surgeon stopped at approximately 60%-70% of completion due to (B)(6) displaying a slurred speech. At (B)(6) 6 week follow up appointment, he still displayed slight tremors and was told that he may have mobility issues and speech issues for a few weeks until the swelling goes away. On (B)(6) 2023, less than 3 months after the second procedure, (B)(6) was driving to a work site, zoned out and hit the tail end of a truck. Due to the noticeable change in (B)(6) memory loss, cognitive function and inability to react in the accident this resulted in the loss of employment for (B)(6) which was a life changing event for him and his family. (B)(6) friends, family, and employer could tell that something was not right with (B)(6). Furthermore, upon conducting further research and connecting with other patients who have undergone similar procedures, it has become evident that these adverse effects are not isolated incidents. Many individuals have reported similar complications, raising serious concerns about the safety and efficacy of the hifu procedure. Considering these issues, I urge the FDA to undertake a comprehensive review of hifu to reassess its safety profile and effectiveness. It is imperative that stringent measures are implemented to ensure that patients are adequately informed about the risks associated with this procedure before deciding to proceed. Additionally, I recommend that the FDA consider implementing stricter regulations or warnings to healthcare providers and patients regarding the potential risks and side effects of hifu. This proactive approach will help prevent further harm and ensure that patients receive the necessary information to make informed decisions about their healthcare. I am willing to provide any additional information or documentation that may assist in your review process. Please do not hesitate to contact me at (B)(6) if you require any further details. Thank you for your attention to this matter. I strongly believe that addressing these concerns promptly is essential to safeguarding the health and well-being of current and future patients. Update (B)(6) 2024: (B)(6) was approved for disability as he could not pass the tests given by (B)(6) and (B)(6) for comprehension and cognitive thinking. (B)(6) can no longer drive a vehicle. His tremors are so bad that he has a hard time eating, drinking, holding a glass without spilling, and walking. Parkinson's was ruled out.